Manufacturer narrative:
On 12-nov-2021, mentor received additional information about the event. It was previously reported that the patient¿s replacement breast prostheses are unspecified mentor gel breast prostheses. New information received states that the replacement devices are unspecified mentor saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-oct-2021, mentor received additional information about the event: - an updated explantation date of (B)(6) 2021 was reported. - rupture of the patient¿s left breast prosthesis was discovered during explantation surgery. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade IV in left breast, baker grade unknown in right breast). Bilateral capsular contracture was diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.